Event description:
Today while working in the IV room today after I unwrapped the 50cc syringe, I did a visual inspection prior to using and realized that there was foreign debris in the lure-lock tip section of the syringe that we received from the manufacturer. After finding this, I did a visual inspection of all syringes in stock and found that all were okay.